Event description:
A turnpike catheter was used in a patient procedure. Cto to circumflex. Lesion crossed with fielder xt but finecross would not pass. Unable to pass distal portion of occlusion with 1.25 tazuna despite pre dil prox portion with 20 balloon. 0.9 elca (laser) also would not pass distal lesion despite multiple runs. Further attempt with 1.2 trek and further prox pre dil 2.5. Repeat laser would not pass. Decision to rotablator but need to exchange wire / cross lesion with microcatheter. Turnpike spiral also would not pass and nose cone breaks off and become embedded in lesion (with wire stuck within the piece). Despite pulling hard on the wire lodged in lesion - guide simply sucked in. Tornus attempt to dilate the prox portion of the lesion and free nose cone unsuccessful. Further laser and nose cone released - entire wire / cone removed. Lesion re wired and tornus now crosses modified lesion - distal dissection and so time to navigate into true distal lumen. Exchanged out for rotablator floppy wire. 1.25 rota and 2.5 pre dil balloon. Stents onyx 2.5 x 38 and 2.75 x 22. Post 3.5 ncb (ivus guided) and 2.5 ncb distally. Distal edge of stent within significant dissection / intramural haematoma. Attempt to decompress with 2.5 cutting balloon - improved but still requires stent. Further onyx 20 x 18. Good result timi 3 flow.